Event description:
On (B)(6) 2009, the patient's wife reported the check button on the patient's insulin infusion device is not properly working. She stated he called from work and said the button was not working, but that he could "still do a bolus." She stated the button does not appear to be damaged and she does not think the device has been dropped. She said the patient will switch to his backup device when he gets home. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.